Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs and performed pre-fill reservoir testing. The reservoirs passed per inspection. Found no leakage anomaly during filling. Also inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking all over the place. The customer reported that the reservoir leaked during prime and while filling from the insulin vial. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that they did not find any sign of moisture. The customer stated that they discarded that reservoir. The reservoir will be returned for analysis.